Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor intermittently failed to communicate with the ilet, resulting in loss of glucose readings to the pump despite a pump restart, and the user was advised to initiate the sensor on the pump before opening the dexcom app to prevent interoperability issues. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included user communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure, with involvement of the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.